Manufacturer narrative:
Bayer service went on site and replaced the ocs with a new system. Bayer product analysis received and examined the returned ceiling mount assembly. Visual examination determined that the set pin had migrated from its locking position. Product analysis determined that the cause of the reported issue is a migration of the set pin from a locking position which caused the yoke assembly to disengage from the ceiling mount.

Event description:
The following information was received from a bayer representative: the overhead counterpoise system (ocs) came off of the ceiling column post while the injector head remained connected to the injector cable. There was no injury or adverse event reported.